Event description:
It was reported that the target area was at the bifurcation of the left anterior descending artery (lad) and the diagonal artery with heavy tortuosity and 90% stenosis. A 6 french guiding catheter was used and two guide wires were positioned, one in the lad and one in the diagonal. The 2.75 x 15 mm nc trek balloon was intended to be advanced to the lad; however resistance was encountered in the guiding catheter and the proximal shaft, outside the guiding catheter, subsequently separated. The separated portion was able to be retracted without issue. Another balloon was used to complete the procedure. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported difficulty advancing with the guiding catheter could not be replicated as it was based on case circumstances. The reported separation was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.